Event description:
Voluntary maude event report number (B)(4) received: consumer reported "fusion material orthoblast ii putty 10cc, allomatrix and osteofil used in my lumbar surgery caused problems to include add'l back treatment, pain, and eventually disability enough to be taken out of work permanently and approved for social security disability because of injury from products still having issues, MRI shows large mass at site of product implant."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.